Event description:
Staged procedure-pt had 3 taxus stents placed in the mid rca in 2004. The following day the pt had a taxus stent placed in the cx. Pt was discharged at 2:30pm. The pt started to experience chest pain at approx 4:30 am 2 days later. Pt presented to the e.r. At 8:30 am with chest pains. In the cath lab it was determined that thrombus was present in the taxus stents in both the rca and cx. The physician used an angiojet catheter in the rca and during removal of the catheter the forte wire broke outside of the guide catheter and was removed without incident. The physician then used balloon dilation, type unk, to treat the thrombus. During dilation a dissection was noted. A vision stent was placed in an area between two taxus stents to repair the dissection. Pt status is listed as "okay." Same case as MFR #s 6000089-2004-00196, 6000089-2004-00197, 6000093-2004-00106, and 6000130-2004-00043.